Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to the reported event. Based on the available information, the reported pericardial effusion appears to have been a result of procedural conditions. The reported patient effect of pericardial effusion as listed in the mitraclip system instructions for use, is a known possible complication associated with mitraclip procedures. The reported additional therapy/non-surgical treatment, surgical procedure, and hospitalization were results of case-specific circumstances. There is no indication of a product quality issue with respect to manufacture, design or labeling.

Event description:
This is filed to report pericardial effusion, medical intervention, surgical intervention, and prolonged hospitalization. It was reported that this was a mitraclip procedure to treat degenerative mitral regurgitation (mr) with a grade of 4. During transseptal puncture or before, a pericardial effusion (pe) occurred caused by the transseptal catheter in the right atrium. The procedure continued, and the steerable guide catheter (sgc) was advanced to the mitral valve. Then the clip delivery system (cds) was inserted; however, prior to the cds crossing the valve, the pe worsened. The physician stated it is possible the sgc caused the pe to worsen, but this cannot be confirmed. The pe was drained through pericardiocentesis. The patient remained hospitalized and was sent to surgery for additional treatment. No clips were implanted, and mr is 4. There was no clinically significant delay in the procedure. No additional information was provided.